Manufacturer narrative:
Concomitant medical products: 4024-58 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and the right ventricular (rv) lead had low impedance warning. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.